Manufacturer narrative:
The remaining device was not made available for evaluation by the customer; therefore, the reported issue was unable to be confirmed.

Event description:
This report summarizes 11 malfunction events, where it was reported the device had phantom motion. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 devices was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 9 devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, where it was reported the device had phantom motion. There was no patient involvement.